Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up was provided by the biomedical technician who revealed that the actuator board failures were traced to the refurbished non-fresenius manufactured bicarb pump. The biomed replaced both the bicarb pump and the actuator test board to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The actuator test board was returned to the manufacturer for examination. The actuator test board was received by the manufacturer for analysis. A visual examination of the board found that heat damage was present on the board. A blackened area of burn damage was observed at ic19. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported event. The investigation confirmed that the actuator board was damaged; however, this was identified as heat damage visible at ic19. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported a burning smell on power up. Upon evaluation there was a burnt ic19 and ic23 found on the actuator/test board. The board was replaced but it reportedly "fried again". There were no audible or visual alarms and no harm or adverse effects reported. The biomedical technician provided follow-up on april 5, 2017 which revealed that the bicarb pump failed while performing preventive maintenance (pm) on the unit. The bicarb pump was recalibrated, but the issue recurred. The biomed replaced the bicarb pump with a refurbished non-fresenius manufactured bicarb pump which resolved the pump failure issue. The biomed continued with the pm. At this time, an audible ¿pop¿ occurred from the actuator board. The biomed noted the presence of an electronic burning smell, but saw no evidence of smoke or flames. Upon inspection of the actuator board, ic23 was found to have failed. There was no evidence of charring or burning on either ic23 or the actuator board. The ic23 appeared "matte" instead of "shiny." The biomed would go on to replace the actuator board two additional times with the same result, however, on the successive failures, ic19 was found to have failed. The biomed isolated the cause of the actuator board failure to the refurbished non-fresenius manufactured bicarb pump. On april 24, 2017 the biomed provided additional information related to this event. The biomed confirmed the receipt and installation of the replacement bicarb pump as well as successful replacement of the actuator board. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The actuator board was returned to the manufacturer for evaluation.